Manufacturer narrative:
Correction: a3- patient date of birth should have been "(B)(6) 1950" rather than "(B)(6) 2021".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead was exhibiting noise. The patient presented in clinic for lead revision procedure. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.